Event description:
It was reported that the patient was having difficulty using the pump of this inflatable penile prosthesis (ipp), leading to dissatisfaction with the device. The pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.